Event description:
The hcp reported the patient was experiencing increasing pain with no improvement with increased pump dosing. The pump was explanted. The patient is reported to have recovered without sequela.